Manufacturer narrative:
This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted on sept 10, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of incorrect initial placement. The patient was re-implanted with another device at the same surgery.